Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined but is consistent with inadequate lead-to-header connection.

Event description:
During follow-up, high ventricular rate and oversensing episodes due to noise were noted. Loss of pacing and an increase in pacing impedance and capture threshold were also observed. X-ray imaging revealed that a competitor ventricular lead was not inserted properly into the header of the device. Device reprogramming was performed until the lead was revised and inserted properly into the device. The patient was stable and all electrical measurements were normal following the revision procedure.